Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what measures were taken to retrieve the broken piece? The broken piece was visible so they just picked it up. Was there any additional tissue damage as a result of searching for the needle piece? No harm was involved to further structures. Were x-rays taken to locate the needle piece(s)? Able to locate right away so no x-ray was needed. At what location was the needle found? Needle broke on the first stitch, unsure as to what location. Was the patient brought back to operating room to have needle removed or was the needle removed during the initial procedure? Patient was not brought back to operating room; needle was found and removed right after it broke.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, while tacking the dura, the needle broke in half. All pieces were found and recovered. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information had been requested.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.